Manufacturer narrative:
Tracking #.56725/j. Device-a. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, two instruments were rec'd in good physical condition. Instrument a was cycled and fired 16 staples well formed in the foam test and 5 dried fired, no anomalies could be identified during testing. No conclusion could be reached as to how the reported event occurred.

Event description:
The rep reported the device was used during a colectomy. It was reported the pmw35 staples did not form. There was a second pmw35 opened and it also had the same occurrance. A third stapler was opened to complete the case. There was no consequence to the pt.